Event description:
It was reported that during a supply change the user did not observe drops in the fill tubing until it was identified that the infusion set connector to the pump was not fully secured; after guidance to reseat the adapter and restage the supply change, drops were observed and the procedure was completed. Symptoms included no clinical symptoms reported. Outcomes included no clinical impact, no alerts or alarms, and no need for medical intervention. Investigation included user troubleshooting and education conducted remotely. Investigation of this case revealed an infusion set deployment issue due to an incompletely attached infusion set connector, which resolved with proper reconnection and correct setup. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.